Event description:
The customer reported that the system was having generator errors which caused the system to stop working. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.